Event description:
As reported, coiling through an sl-10 microcatheter into an acom aneurysm, the physician wanted to initially use the deltaplush 2x4 and upon insertion and deployment the angiogram post revealed a small perforation. The physician decided to add another deltaplush 1.5x3 but didn't like the placement and removed the coil with deployment. The physician then placed 5 target coils to finish the procedure and gave protomine to reverse the heparin. Pt. Was on his way for a CT. Additional information received indicated that the CT revealed coils embolized bleed, no pictures available. The deltaplush 2x4 was the first coil deployed into the acom and sl-10 microcatheter was used. An adequate flush was maintained on the microcatheter. The perforation was noted on the angiogram taken directly after the placement of the deltaplush 2x4. The perforation occurred in the acom. No information was given with regards to the deltaplush 1.5x3 cm used in the procedure. There was no coil stretching or premature detachment occurred. The deltaplush was successfully deployed in the patient. No malfunction of the deltaplush coils, only feedback of the physician the transition zone between the coil & the pusher markedly stiffer than the target coils . The physician felt the deltaplush did not break and thus perforated the acom aneurysm.

Manufacturer narrative:
During treatment of an anterior communicating artery aneurysm upon insertion and deployment of the first coil, a 2x4 deltaplush platinum microcoil ((B)(4)/lot unknown), post angiogram revealed a small perforation. A 1.5x3 deltaplush was introduced; however, the physician did not like the placement therefore, it was removed. Five coils (target) were then placed to finish the procedure and protamine was given to reverse the heparin. Follow-up CT post procedure revealed that the coils had embolized the bleed. It was reported that the patient was stable with no further information regarding the patient's status. An adequate continuous flush was maintained through the sl 10 microcatheter which was used to deliver the coils. It was reported that there was no malfunction of the deltaplush coils, with feedback from the physician indicating that the transition zone between the coil and the pusher is markedly stiffer than the target coils which is his coil of choice. It was reported that the deltaplush coil did not break and thus perforated the aneurysm. The coil remains implanted and the delivery system is not available for analysis. The lot number reported for the device is incomplete and with follow-up investigation no further information was available and no similar lot corresponding with this size coil was found. Therefore a device history record review cannot be completed. Aneurysm perforation is a known potential adverse event associated with coil embolization as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. There is no evidence of manufacturing contributing to the event. Inspections are in place to ensure that no damaged products leave the facility. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.